Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that pt stated they were having trouble while recharging the implant. Pt said they would start on excellent, but then without moving, they would switch to poor quality. Pt also said the green light would still be flashing on poor quality screen now, it would no longer turn to a flashing yellow light. Pt did mention that at one point the controller flashed something, but it was so fast they don't know what it said. Pt also said somedays it would take 2 hours to charge (when it didn't used to take that long) and charging would stop just before they were done at 90% and say poor quality. Pt said they had tried resetting controller, readjusting recharger (rtm), straightening the cord, and making sure rtm was right over the implant, but would still get poor quality. Pt then said today when they pushed the up/down buttons to wake up controller screen, the screen wouldn't turn onat first and when it finally did, there was still 80% charge in the controller. Pt inspected rtm and said the cord had a lighter color where it goes into the paddle. Pt then inspected controller port and said there was only 7 pins on one row. The issue was not resolved. Rep called and wanted to discuss patient recharging history. Reviewed previous complaints from patient starting in april 2021. Caller indicated meeting w/ the patient on oct 22nd, and observed the past 10 recharge sessions. Patient is recharging every day and 3 of the 10 were good coupling, while the 7 others recharge sessions were excellent coupling. Average time to recharge was 30 min to 1.5 hours. We discussed patient position while recharging. Caller also instinctively created mdt files, but currently wants to speak with patient and have her adjust her recharge position before exploring data from the mdt files as this may be a patient education opportunity. If mdt rep changes her mind she will call mobility directly.

Manufacturer narrative:
Conocmitant products: product ID 97745 lot# serial# (B)(6) product type programmer, patient information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4) analysis of the 97745 controller s/n#:(B)(6). Revealed a corroded board. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.